Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the oxygen saturation (so2) and the hemoglobin values displayed on the monitor were different from actual values. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The technical support person had the user facility clean the hematocrit saturation (hsat) and blood parameters monitor (bpm) with a damp cloth and test the unit. The monitor was reported to be operating normally after this. Investigation is in process, but not yet complete.